Event description:
This event involved a patient who experienced inadequate power charge and power source change in the controller earlier than expected 4 months after heartware lvad implantation. The issue was identified by the vad technician. The batteries, controller and battery charger were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. The battery charger revealed a connector damage. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of five reports (3007042319-2013-00231, 00232, 00233, 00234 and 235) submitted for devices related to the same event.

Manufacturer narrative:
The battery charger was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the battery charger revealed signs of physical damage. Further analysis revealed that port 2 on the charger had a bent socket which prevented connection to a battery. This is one of five reports (3007042319-2013-00231, 00232, 00233, 00234 and 00235) submitted for devices related to the same event.